Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. Five devices were received. Four events were confirmed. Three devices were found to be affected by corrosion. One device was found to have no component malfunctions. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events, in which the device was reportedly leaking. Three events had no patient involvement; no patient impact. Two events had patient involvement; no patient impact.